Event description:
It was reported an issue with monosyn suture. The client reported that, when opening the package, it was found that the needle was detached from the thread. Moreover, the thread broke during use. Additional information has been requested.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Manufacturer narrative:
Analysis and results: there are four previous complaints of this code-batch regarding needle detachment before use, 3 closed as confirmed after analysis. We manufactured and distributed in the market (B)(6) units of this code-batch. There are no units in our stock. We have not received any sample for analysis, but a picture that does not show the defects. Without any sample we cannot carry out an analysis in order to take a decision. However, taking into account that there are 3 previous confirmed complaints of the same code-batch regarding needle detachment defect, we consider this case confirmed as well. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Remarks: when working with monosyn® suture materials great care should be taken to avoid any crushing and crimping damage of the monofilament by surgical instruments, such as tweezers and needle holders. Final conclusion: taking into account that the results of samples received in previous complaints did not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications for needle detachment defect, we conclude that this complaint is confirmed as well. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, please note that we opened a CAPA in the system to correct/prevent this defect to happen.